Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No failed battery alarm and no low battery alert noted during test. However, the insulin pump was received with corroded battery tube, cracked battery tube threads, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she keeps getting a failed battery test alarm on the insulin pump. Customer noticed that the pump completely turned off at one point. Customer's blood glucose was 87 mg/dl at the time of the incident. Troubleshooting was performed and the customer received another failed battery test alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.